Manufacturer narrative:
(B)(4). The clip delivery system was returned for evaluation. The reported clip actuation issue was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for the clip actuation issue. In regard to the reported difficulty removing the steerable guide catheter (sgc), the investigation was also unable to determine a definitive cause since the sgc was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system and the steerable guide catheter, referenced are filed under separate medwatch MFR numbers.

Event description:
This is being reported based on additional information that during removal of the clip delivery system (cds 51005u153), the grippers became caught on the tip of the steerable guide catheter which has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 51005u153) was advanced to the left atrium, but on the first attempt to open the clip, the clip was unable to invert after being opened to 180 degrees. Multiple troubleshooting steps were performed, but the clip did not invert. The decision was made to replace the cds. During cds removal, the grippers became caught on the tip of the steerable guide catheter (sgc) and the sgc was replaced. The second cds (50903u123) was advanced to the left atrium, but was unable to deflect in m-direction. The cds was removed and replaced. Two clips were implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. It was noted that the sgc tip had a small scratch. No additional information was provided.